Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the versacross connect faradrive was selected for use in an unspecified procedure. As mentioned transseptal puncture was attempted as usual, and the energization tone was heard, but no puncture was achieved. Two attempts to cross septum were made, but both were unsuccessful. The procedure was completed successfully using a replacement device (different device, same model). No patient complications were reported. The device is not expected to be returned, as it was discarded at the facility. It was further reported that there was no alert or error generated during the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the versacross connect faradrive was selected for use in an unspecified procedure. As mentioned transseptal puncture was attempted as usual, and the energization tone was heard, but no puncture was achieved. Two attempts to cross septum were made, but both were unsuccessful. The procedure was completed successfully using a replacement device (different device, same model). No patient complications were reported. The device is not expected to be returned, as it was discarded at the facility.